Event description:
It was reported that, during use on the patient, the cardiosave intra-aortic balloon pump (iabp) unit had started to overheat and shut off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) over heated and just shut off and they had to use a different device to continue with the treatment. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2. Corrected field- h6- component codes, h11. When parts and labor was quoted to customer, trained biomed said they had parts on hand and would repair themselves. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.